Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient stated that he has only been voiding about 50 ml now compared to 600 before. Patient was catheterizing a lot more. The patient reported about couple of weeks later that these were not the numbers they were expecting. The issue reported was not resolved at the time of this report. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.